Event description:
During an endoscopic procedure the physician used a cook endoscopy acuject variable injection needle. During use, the needle penetrated the side of the outer catheter instead of extending from the outer catheter. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. The additional information was not received.

Manufacturer narrative:
The initial reporter informed the area representative of this occurence on or around (B) (6) 2008. The designated complaint handling unit (customer quality assurance) was no informed of this occurrence until 11/18/2008. The information documented in this report was provided by the area representative in (B) (4). After further attempts to collect information regarding the medical facility, we were unable to determine which medical facility in (B) (4) originally provided these comments. Because (B) (4) hospital is the only medical facility mentioned in the information provided, this facility is represented in this report. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to distribution, all acuject variable injection needle are subjected to a functional test to ensure appropriate needle extension. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurence is rare. Quality assurance will continue to monitor for complaint trends.